Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device not communicated. Customer reported that the unit is not communicating, while all other units remain operational and communicating normally. The issue is isolated to this specific unit and is a recurrence of a previously reported communication problem. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined to be the network connectivity issue. The technical support specialist (tss) tss found the station was unable to communicate with the server due to a network connectivity loss. Review of device logs showed message forwarding failures related to dns/host resolution, and event viewer indicated the primary network adapter had disconnected. No device-side cause was identified, and nic power management was already disabled. Findings suggest the issue was network-related, requiring hit review of switch logs to determine the cause of the disconnection. The system functioned as intended after the technical support specialist investigated the device.